Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Sn (B)(4). 8015 200.5040 error. This account purchased a couple new 8015lsbd addons which came with v9.33 installed. All their modules gave them the 200.5040 error when attached to these units. Account level is 9.19. Let biomed know that they should have order 8015 with v9.19 installed. Recommend to contact sales rep to see if they can return and get the correct version 8015 sent to them.